Event description:
The pt underwent implantation of a synchromed pump and catheter in 1999 for intrathecal infusion of baclofen for intractable spasticity related to multiple sclerosis. The pt developed fever and pain in the lumbar region. The pt was given IV and oral antibiotics with total system explantation. The infection resolved and the pt did not experience drug withdrawal